Event description:
A patient underwent laparoscopic cholecystectomy and sustained a burn from the bovie wand. The cautery was turned up to about 100 and then passed through the most medial port site and the bleeding site was being cauterized. At this point, it was noticed a burn occurred to the peritoneum adjacent to the port, in which the cautery wand appeared to be against the peritoneum. The bovie was immediately removed and sent off the table. The bovie appeared to have melted as far as the outside portion of it, which accounted for the areas of the burn. The bleeding was eventually controlled and the surgery was completed. The patient was discharged the following day in stable condition.